Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an infection. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.